Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
A patient reports while wearing a pod between 5 and 24 hours their blood glucose level had rose to 15 mmol/l (270 mg/dl). In addition, the pod failed to adhere and reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient applied a new pod.